Event description:
It was reported that a torque limiting attachment (tla) malfunctioned during a surgical procedure. The surgeon performing the procedure used a tla to insert a screw into the patient¿s forearm. While attempting to insert the screw, the torque limiting attachment broke in half. The surgeon had to irrigate to remove the fragments, resulting in a one to two minute surgical delay. The procedure was successfully completed with no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not expected to be returned for investigation/evaluation.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the fragments of the damaged device were removed easily with no additional intervention.

Manufacturer narrative:
Patient identifying information is not available for reporting. Event date: unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to the manufacturer for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.